Event description:
The user facility reported that the involved runthrough ns wire was used to position a cto catheter (turnpike spiral) in a right coronary artery and was removed to insert the cto wire. When removed the tip of the wire detached and was left in the artery just proximal to the occlusion. The lesion was crossed subintimal and the wire tip was stented in the lumen of the artery. No patient harm was caused. Patient condition stable. There was no patient injury, medical/surgical intervention required. The patient was in stable condition. The procedure was successful. Additional information was received on 15oct2020. The approximate size of the wire tip that detached and was in the artery was 5mm.